Manufacturer narrative:
The device has not been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, c02 leaked when the harvester was about two thirds inside of the leg. The surgeon waited until the tunnel re-insufflated and completed the procedure with the same device. No patient complications were reported.